Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was seen in the past for reprogramming with adaptive stimulation (as); it was determined at that time that the as was not sensitive enough. As was then reprogrammed and the patient was doing better. It was noted that impedances were normal, and the patient was getting the coverage at that time. The date of the reprogramming session was unknown; it was noted that the reprogramming session was normal. The manufacturer representative further reported that a revision was scheduled as the patient was complaining of feeling stimulation turn on and off. It was noted that the usage diary did not match what the patient was reporting; the usage diary indicated the patient had stimulation off. The manufacturer representative did not know the usage percentage. Nothing was changed out during the revision on (B)(6) 2016. The lead was unhooked from the implantable neurostimulator (ins), tested via multi-lead trialing cable (mltc) with normal impedance readings, wiped dry, and re-hooked back to the ins. Impedances were tested again with normal values. The healthcare professional then closed the pocket. It was noted that the patient charged the device during sleep. The patient was advised to take pictures of the patient programmer when she felt stimulation was off. Additional information received from the manufacturer representative reported that as sensitivity was increased and the patient reported it was better. Regarding the cause of the as not being sensitive enough, the manufacturer representative reported tha t the pie was altered to increase capture. It was also reported that the cause of feeling stimulation turn on and off was not determined. It was unknown whether stimulation turning on and off had resolved as the manufacturer representative had not yet seen the patient post-operatively; the patient was asked to make a note and keep a diary if the issue occurred between now and a future appointment that was not yet scheduled. There were no reported actions/interventions to resolve the feeling of the stimulation turning on/off. The patient's indications for use included non-malignant pain and failed back syndrome - other.

Event description:
Additional information was received from the consumer. It was reported that the ins battery still stopped, stim would cut off and would stay off for several minutes before coming back on; the cause is unknown. The patient felt that the device was defective and wanted the ins replaced at the expense of the manufacturer. It was noted that the patient was very disappointed with the service and had to charge the ins every two to three days which was more frequent than the previous ins.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.